Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted as it had dislodged and pulled back near the clavicle. Another lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough visual evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.